Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of some treated and untreated episodes for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) reviewed noting some undersensing and oversensing however, it appeared that this patient was in a true ventricular tachycardia (vt) arrhythmia. Ts noted there were just a few undersensed qrs complexes which was related to slow rate sensing profile and smaller r wave amplitudes. The vt was wide therefore some double counting occurred but, in this case, helped with detection and therapy in 2 of the treated events. Ts recommended if this vt rate was something they want to treat, to consider lowering the conditional zone which would help increase the time to therapy. Ts did not recommend any vector programming at this time. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of some treated and untreated episodes for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) reviewed noting some undersensing and oversensing however, it appeared that this patient was in a true ventricular tachycardia (vt) arrhythmia. Ts noted there were just a few undersensed qrs complexes which was related to slow rate sensing profile and smaller r wave amplitudes. The vt was wide therefore some double counting occurred but, in this case, helped with detection and therapy in 2 of the treated events. Ts recommended if this vt rate was something they want to treat, to consider lowering the conditional zone which would help increase the time to therapy. Ts did not recommend any vector programming at this time. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock due to noise which stopped right afterwards. Ts discussed options with the hcp including attempting to determine what this patient was doing at that time and try to recreate the noise, considering x ray imaging. This s-ICD remains in service.